Event description:
It was reported that 3 pen ndl 31ga 5mm 100 bx 1200 la had insufficient cannula length during use. The following was reported by the initial reporter: "liquid accumulation under patient's skin. The event occurred 3 times when applying with the 5mm needle. The patient's father got in contact reporting that in three applications given into his son, there was the accumulation of liquid in subcutaneous region. According to the complainant, the issue occurs always that it's used the 5mm needle, and it can be solved through the use of a 8mm needle. The injection is performed by the patient's father, that has noticed the issue while injecting the medication both in arm, so as well the leg and belly of patient. The patient uses aluetta 20mg pen, with serial number (B)(6), since (B)(6) 2020. There is a form attached and the industry requests for the investigation, and for the form to be filled accordingly. The sample hasn't been returned."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 pen ndl 31ga 5mm 100 bx 1200 la had insufficient cannula length during use. The following was reported by the initial reporter: "liquid accumulation under patient's skin. The event occurred 3 times when applying with the 5mm needle. The patient's father got in contact reporting that in three applications given into his son, there was the accumulation of liquid in subcutaneous region. According to the complainant, the issue occurs always that it's used the 5mm needle, and it can be solved through the use of a 8mm needle. The injection is performed by the patient's father, that has noticed the issue while injecting the medication both in arm, so as well the leg and belly of patient. The patient uses aluetta 20mg pen, with serial number (B)(4), since (B)(6) 2020. There is a form attached and the industry requests for the investigation, and for the form to be filled accordingly. The sample hasn't been returned."